Manufacturer narrative:
Physical device was not received for analysis. In the case description, the user mentioned their estimated glucose value was 84 mg/dl and after inputting 88 grams of carbohydrates to calculate and deliver a meal bolus, the device settings showed a calculated bolus amount of 5.85 units, but the total bolus amount displayed to the user was 0 units. Cloud data from the user for 16feb2026-18feb2026 was downloaded and reviewed. The pod history data showed that during this period, the user had a target estimated glucose value of 150 mg/dl and low estimated glucose value threshold of 70 mg/dl. At 20:46 on 18feb2026, the pod history data showed the user input 88 grams of carbohydrates, resulting in a 5.85 unit adjusted meal bolus volume being calculated. Additionally, it was observed that during this period, the user had reverse correction enabled. Due to the user's estimated glucose value being lower than the target with values predicted to continue decreasing when the bolus was calculated, a reverse correction bolus of -8 units was calculated. The bolus calculator correctly added the 5.85 unit meal bolus and -8 unit reverse correction bolus, resulting in a total bolus amount of 0 units. Review of the pod history data from this period showed the bolus calculator functioned as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported bolus delivery issue. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's mother that when she checked the omnipod settings, it showed the correct calculation. It indicated her son should have received 5.85 units, with a correction iob adjustment of 0. So according to the calculation, he should have gotten 5.85 units, but at the bottom where it lists the final dose, it still showed 0. Blood glucose was reported to be 400 mg/dl. Medical treatment was not sought as a result of this event.